Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was returned to animas for evaluation. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised with no evidence of overheating. No damage was found to the pump. Corrosion and moisture damage was found on the battery compartment.

Event description:
The patient's mother contacted animas to report pump and battery were extremely hot. At the time alleged issue occurred, the reporter claimed the patient disconnected from the pump and went on backup plan. The patient's mother confirmed the patient did not sustain any burns or injury as a result of the alleged issue. At the time of troubleshooting, the reporter claimed they use (B)(4) batteries in the pump. The reporter denied any trauma or moisture exposure to the pump. The reporter confirmed that the battery cap was on securely and there was no damage noted to the battery cap threads or battery. The reporter also confirmed there were no visible cracks on pump. There was no adverse event associated with this complaint. However, this complaint is being reported because the alleged issue was unresolved at the time of troubleshooting.